Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During impella cp support, the patient developed a large right femoral hematoma while the repositioning sheath was in place, requiring vascular surgery repair. The reported vascular injury required blood transfusion. The patient survived the event and was successfully bridged to another impella cp device for continued mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.